Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer¿s blood glucose level was 378 mg/dl. Customer experienced diabetic ketoacidosis and went to the hospital because of their high blood glucose levels. Customer complained that their needle had been split and their skin was covered in insulin. Customer declined to troubleshoot for high blood glucose levels and explained they knew the reason for having high blood glucose. The insulin pump will not be returned for analysis.